Event description:
Information was received that reported a patient was hospitalized in 2006 at 5:00 pm for hyperglycemia. When the patient was admitted, his blood glucose was approximately 900. The patient is not clear of the details of the events that led to the hospital admission. Per the device history record, the patient's last recorded blood glucose was at 7:06 am on the day before, when his blood glucos e was 456. The patient is unabl e to remember when he last changed his site and insulin cartridge. The patient reports that he was so ill that he did not bother to check his blood glucose after the reading of 456 on saturday morning. The patient reports he has sinus and knee problems that he is taking oxycontin for, and reports he assumed he was sick for the sinuses and knee problems. After admission, the patient was treated with IV insulin and fluids. The device will be returned for evaluation; to ensure that it is functioning correctly, and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.